Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting pump was not out of medication and so the pump was not an issue. The patient ran out of oral medications.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the handset was hardly working/connecting, but now it was just not working, and the patient had not used it since. The patient stated that they tried holding the handset in their hands, upside down, and tried everything but it was not doing them any good. The patient later stated that the handset had been off for a while due to these issues. The patient then stated that they meant to call last week about the issue but they were in the hospital for a few days due to pain in their back, but then stated the hospital stay was actually related to their device/therapy because ¿I just ran out of meds and this (handset) has not been working so I had to go to the hospital for a few days to get my pain under control.¿ while on the call, the patient's handset battery was found to be at 0%. The patient stated they recently purchased a replacement charging cord for their handset about a month ago due to having issues with their cord. The patient confirmed the charging cord was not loose/wiggly and confirmed the outlet they were using was working and actively charging their personal phone. The patient stated that the handset and communicator had been plugged in for the last 2 days, up until a few minutes before calling, but they hadn't been able to bolus due to the issue with the handset. The patient powered on the communicator and confirmed no communicator battery indicator lights came on. A replacement handset with compatible wallet case was requested from the repair department. No patient harm reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting pump was not out of medication and so the pump was not an issue. The patient ran out of oral medications.